Manufacturer narrative:
(B)(4). The initial medwatch for this complaint - mfg. Report # 8010042-2017-00461 was submitted in error and is a duplicate of the initial report under mfg. Report # 8010042-2017-00458 which was submitted on sept 22, 2017 for the same complaint. Any future submissions for this complaint will be submitted under mgf report # 8010042-2017-00458.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).